Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm and was removed without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.